Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 500 mg/dl. The customer reported having issues with insulin flow blocked 2 days ago said she tried changing her set twice and now it's working okay. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing and alarm occurred during bolus delivery. Customer reported event was resolved by changing complete set. Auto mode feature was inactive and automatically adjusting insulin at time of high blood glucose event. Customer did not receive a sensor updating sg value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer declined troubleshooting for the high blood glucose. The devices will not be returned for analysis.